Manufacturer narrative:
(B)(4). Date sent: 12/30/2022. D4: batch #730a02. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60g reload was received with the one-piece sled partially detached and unfired making it nonfunctional. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one-piece sled is present. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 730a02, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: were there any consequences for the patient or change in the patient's postoperative care as a result of the event? (Prolonged hospital stay, readmission, reoperation, etc.): surgery was prolonged, but no adverse event was reported. What is the patient's most current health status and condition? ( unknown) additional information this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a green reload from top view and the sled can be seen out of position. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
Using a sterile technique, the load was removed from its packaging and the instrument operator noticed that a component of the reload was loose (the component is indicated in the image), together with the surgeon they tried to place the loose component in the corresponding place in the reload. And this could not be placed, so this recharge was no longer used. No patient consequences reported. No further information is available.